Event description:
The pt experienced hypotension during the stenting procedure of the left internal carotid artery requiring pressors. Pressors were weaned the following day and midodrine started. Midodrine was discontinued day of discharge. In 05/2006 pt also experienced elevated creatinine related to contrast nephropathy per the nephrologist. The stop date 05/2006. The event was reported to have resulted in prologed hospitalization. The drug treatment other than thrombolytics was mucomyst.